Event description:
It was reported that this right ventricular (rv) lead was impinged by the patient's valve. Subsequently, a revision procedure was performed. The rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field device codes.

Event description:
It was reported that this right ventricular (rv) lead was impinged by the patient's valve. Subsequently, a revision procedure was performed. The rv lead was explanted and replaced. No additional adverse patient effects were reported.